Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation, since the patient declined to answer additional questions during a follow-up attempt. The patient reported that on an unspecified time on (B)(6) 2013, he obtained a blood glucose reading of "2.2 mmol/l (40 mg/dl)" with the subject meter. It was noted that at the time he tested and obtained result of "2.2 mmol/l" he was feeling "extremely low." The patient reported having symptoms of "blurred vision" which increased to "complete loss of vision." The patient attempted to retest his blood glucose because he was not "satisfied with the previous reading"; however, when he tested he reportedly obtained an error message. The csr noted that the patient reported he was unable to make out specific error message due to the blurry vision he was experiencing. The patient claimed he tested a couple of times without being able to obtain a reading. It is not known if the patient treated himself in response to the low blood glucose reading and/or symptoms. Sometime after obtaining the alleged error message, the patient stated his symptoms further deteriorated and he lost consciousness. It was reported that emergency services was contacted and he was treated by ems personnel and then taken to the hospital. It is not known if the patient's blood glucose was tested with any other device, nor is it known what treatment the patient received. At the time of troubleshooting, the csr noted that the patient no longer had the subject meter. Replacement products were sent to the patient. Although the patient reportedly developed signs/symptoms suggestive of a serious injury prior to when the alleged error message(s) appeared, this report is made based on the indication that the patient's health condition deteriorated after obtaining the alleged error message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.